Event description:
It was reported that this right atrial (ra) lead presented high out of range impedance measurements and lack of capture, so it was examined with x-ray imaging however no damage could be determined, however a fracutre was suspected. Consequently, this lead was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.